Event description:
A patient reported that yesterday at while at church he went from sitting to standing and had an excruciating pain sensation directly from the device location. The patient stated that when he straightened up later, he was able to get up and down no problem and it went away. The patient stated then he got out of the car an hour later and the same thing happened in the same location. The patient stated everything stretched out and worked out and he was able to walk around. The patient got home in the evening and it happened a third time. All 3 occurrences happened when the patient went from sitting to standing. The patient turned the implantable neurostimulator off. He also stated he batteries were ¼ full so he recharged the battery last night. The patient was redirected to their healthcare provider. No further complications were reported/anticipated. The indication for implant was non-malignant pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2017. It was reported that 2-3 weeks ago, when at (B)(6) , he moved in a certain way and there were sharp pains shooting from the unit itself and it happened a dozen times in 2 days. The pain was at the device implanted in the back. The patient went to a pain doctor and was given 2 x-rays. The plan was to do a CT scan on (B)(6) 2017. The patient has had the device for 3+ years. No further complications were reported.